Event description:
It was reported by the clinician that the large volume pump module had free flowed during a patient infusion. Stat esmolol (2500mg/250ml) was ordered and programmed via barcode scanning to infuse at 50mcg/kg/min. It was reported however that 141ml was infused in twelve (12) minutes. The biomed reports that the platen hinge is broken. The patient's heart rate dropped and then they lost pulse, thus CPR was administered and then patient became stable. Received a copy of the customer's medwatch report from FDA which states, ¿esmolol infusion started via carefusion pump. Witnessed by another rn, per protocol. Patient's family called registered nurse (rn) to room to pull patient up in stretcher, rn at that time noted that the patient did not appear right. Blood pressure (bp) dropped significantly to systolic blood pressure (sbp) of 90 then 70's. IV infusions immediately stopped and noted that the esmolol bag was 3/4 empty, and rn noted that the esmolol was dripping fast (too fast for the programmed rate). Patient was started on a rate of 23.7 ml/hr. This should have taken about 10 hours to administer but was 3/4 empty shortly after starting. Upon review of IV pump settings, all settings were set per order. Patient became apneic and pulseless. CPR started and a pulse was regained approximately 10 minutes later. ICU team aware and patient transported to ICU. Biomed review of the pump found a broken platen inside the pump door, consistent with the current recall on this pump. No software issues were found. This hardware issue has been noted in the recall to cause the steady flow of medication. Preventative maintenance had been completed by the vendor in september 2023 and was next due in september 2024. This broken part is difficult to see and easy for end-users to miss, posing a substantial risk to patients."

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the clinician that the large volume pump module had free flowed during a patient infusion. Stat esmolol (2500mg/250ml) was ordered and programmed via barcode scanning to infuse at 50mcg/kg/min. It was reported however that 141ml was infused in twelve (12) minutes. The biomed reports that the platen hinge is broken. The patient's heart rate dropped and then they lost pulse, thus CPR was administered and then patient became stable. Later, it was reported that the event devices were pulled when the failure occurred and sent to biomed who tested and reported that the devices passed. The nurse scanned the medication and alaris system device via interoperability, before administering the esmolol infusion. The esmolol infusion was started prior to sending the patient to the ICU. After starting the infusion, the nurse taking care of the patient went in and out of the patient room multiple times after starting the infusion. When the nurse looked up at the drip chamber, they noticed a steady for of fluid instead of drips and then noticed too much fluid had infused. Received a copy of the customer's medwatch report from FDA which states, ¿esmolol infusion started via carefusion pump. Witnessed by another rn, per protocol. Patient's family called registered nurse (rn) to room to pull patient up in stretcher, rn at that time noted that the patient did not appear right. Blood pressure (bp) dropped significantly to systolic blood pressure (sbp) of 90 then 70's. IV infusions immediately stopped and noted that the esmolol bag was 3/4 empty, and rn noted that the esmolol was dripping fast (too fast for the programmed rate). Patient was started on a rate of 23.7 ml/hr. This should have taken about 10 hours to administer but was 3/4 empty shortly after starting. Upon review of IV pump settings, all settings were set per order. Patient became apneic and pulseless. CPR started and a pulse was regained approximately 10 minutes later. ICU team aware and patient transported to ICU. Biomed review of the pump found a broken platen inside the pump door, consistent with the current recall on this pump. No software issues were found. This hardware issue has been noted in the recall to cause the steady flow of medication. Preventative maintenance had been completed by the vendor in september 2023 and was next due in september 2024. This broken part is difficult to see and easy for end-users to miss, posing a substantial risk to patients.

Manufacturer narrative:
UDI related data quality updates only. Added pi to the unique device identifier (UDI)# field.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem, report source other, related report number grid. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Invetsigation summary: the reported issue that there was a free-flow of esmolol is most likely the result of a damaged upper platen hinge post. A free-flow event was not replicated during the investigation extensive testing process. The log analysis found the infusion of esmolol at 2,500mg/250ml (aliases: 2757437c), was performed at the reported dose of 50 mcg/kg/min (rate=23.67ml/h). The patient weight was at 78.9 kg. The volume to be infused (vtbi) was at 250ml. The infusion was started on the date 30apr2024 at the time of 5:15 pm on the suspect pump module s/n: 14020585. The reported incident time of 15:15 (3:15 pm) was not confirmed and is suspected to be a reporting typo error. The infusion was manually paused at the time of 5:27 pm with a total volume infused recorded at 4.208ml. The infusion was discontinued after it was stopped with the system shut down at the time of 5:59 pm. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pump module event log could not determine why the infusion that was programmed to infuse for approximately 10.5 hours was terminated early after only infusing for approximately 12 minutes. The inspection process confirmed the report that the platen hinge was broken. The platen assembly upper hinge post was found broken off and was missing. The platen had a date code of 1/14 (jan/2014) and its age was over 10 years old. The cause for the breakage was not determined during the investigation, and the age being over ten years old has not been identified as a cause for the breakage by bd. Bd identified that use error was the cause for the occurrence of breakage at the upper platen hinge post. Per product labeling, alaris system user manual (v12.1), states within warnings and cautions, states within warnings and cautions, ¿do not use a device that appears to be damaged. Send the device to biomedical engineering for repair.¿ ¿to prevent a potential free-flow condition, do not use a pump module if it is damaged in any way or does not appear to be functioning as expected. Free-flow can result in patient harm (see bd alaristm pump module set loading on page 90).¿ the bd alaristm pump module set loading section states: ¿open the pump module door. Look at all visible surfaces and moving parts for any signs of damage, including cracks and loose parts.¿ the inspection requirements states: ¿perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm (see inspection requirements on page 365).¿ ¿to ensure that the bd alaristm system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage of any kind or find the device does not function as expected, return it to biomedical engineering for repair.¿ bd released a medical device recall notification in june of 2020 (mms-20-3810) that informed on the importance of inspecting the pump module platen for broken elements. The following was released as part of the medical device recall notification: bd alaris¿ pump module set loading and unloading guide bd alaris¿ system cleaning audit bd alaris¿ system cleaning checklist bd-21831-alaris-recall-parts-ordering-information best practices for cleaning bd alaris system devices service bulletin 630 it was noted during the inspection process that third-party parts were used on the alaris system. These parts were not identified to have been the contributing factor for the reported incident; however, below notes bd¿s position on the use of third-party parts usage. Bd does not recommend the use of third-party parts for the alaris system. Bd has not tested nor validated the performance and functionality of its medical devices when used with replacement parts manufactured/refurbished and sold by third parties. Bd strongly recommends not using any third-party components for the maintenance, service, and repair of bd devices except as explicitly stated otherwise in the alaris system user manual. ¿the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause for the reported issue that there was a free-flow of esmolol is being attributed to the damaged upper platen hinge post that had broken off on the platen assembly of the suspect pump module. No other issues were observed with the pump module that may have caused an over infusion. Note that this report lists imdrf annex a1801, a0404, g02017, g04037, g0301201, c070606, c0601, d01, d02 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported by the clinician that the large volume pump module had free flowed during a patient infusion. Stat esmolol (2500mg/250ml) was ordered and programmed via barcode scanning to infuse at 50mcg/kg/min. It was reported however that 141ml was infused in twelve (12) minutes. The biomed reports that the platen hinge is broken. The patient's heart rate dropped and then they lost pulse, thus CPR was administered and then patient became stable. Later, it was reported that the event devices were pulled when the failure occurred and sent to biomed who tested and reported that the devices passed. The nurse scanned the medication and alaris system device via interoperability, before administering the esmolol infusion. The esmolol infusion was started prior to sending the patient to the ICU. After starting the infusion, the nurse taking care of the patient went in and out of the patient room multiple times after starting the infusion. When the nurse looked up at the drip chamber, they noticed a steady for of fluid instead of drips and then noticed too much fluid had infused. Received a copy of the customer's medwatch report from FDA which states, ¿esmolol infusion started via carefusion pump. Witnessed by another rn, per protocol. Patient's family called registered nurse (rn) to room to pull patient up in stretcher, rn at that time noted that the patient did not appear right. Blood pressure (bp) dropped significantly to systolic blood pressure (sbp) of 90 then 70's. IV infusions immediately stopped and noted that the esmolol bag was 3/4 empty, and rn noted that the esmolol was dripping fast (too fast for the programmed rate). Patient was started on a rate of 23.7 ml/hr. This should have taken about 10 hours to administer but was 3/4 empty shortly after starting. Upon review of IV pump settings, all settings were set per order. Patient became apneic and pulseless. CPR started and a pulse was regained approximately 10 minutes later. ICU team aware and patient transported to ICU. Biomed review of the pump found a broken platen inside the pump door, consistent with the current recall on this pump. No software issues were found. This hardware issue has been noted in the recall to cause the steady flow of medication. Preventative maintenance had been completed by the vendor in september 2023 and was next due in september 2024. This broken part is difficult to see and easy for end-users to miss, posing a substantial risk to patients.

Manufacturer narrative:
Correction: unique identifier (UDI) #.

Event description:
It was reported by the clinician that the large volume pump module had free flowed during a patient infusion. Stat esmolol (2500mg/250ml) was ordered and programmed via barcode scanning to infuse at 50mcg/kg/min. It was reported however that 141ml was infused in twelve (12) minutes. The biomed reports that the platen hinge is broken. The patient's heart rate dropped and then they lost pulse, thus CPR was administered and then patient became stable. Later, it was reported that the event devices were pulled when the failure occurred and sent to biomed who tested and reported that the devices passed. The nurse scanned the medication and alaris system device via interoperability, before administering the esmolol infusion. The esmolol infusion was started prior to sending the patient to the ICU. After starting the infusion, the nurse taking care of the patient went in and out of the patient room multiple times after starting the infusion. When the nurse looked up at the drip chamber, they noticed a steady for of fluid instead of drips and then noticed too much fluid had infused. Received a copy of the customer's medwatch report from FDA which states, ¿esmolol infusion started via carefusion pump. Witnessed by another rn, per protocol. Patient's family called registered nurse (rn) to room to pull patient up in stretcher, rn at that time noted that the patient did not appear right. Blood pressure (bp) dropped significantly to systolic blood pressure (sbp) of 90 then 70's. IV infusions immediately stopped and noted that the esmolol bag was 3/4 empty, and rn noted that the esmolol was dripping fast (too fast for the programmed rate). Patient was started on a rate of 23.7 ml/hr. This should have taken about 10 hours to administer but was 3/4 empty shortly after starting. Upon review of IV pump settings, all settings were set per order. Patient became apneic and pulseless. CPR started and a pulse was regained approximately 10 minutes later. ICU team aware and patient transported to ICU. Biomed review of the pump found a broken platen inside the pump door, consistent with the current recall on this pump. No software issues were found. This hardware issue has been noted in the recall to cause the steady flow of medication. Preventative maintenance had been completed by the vendor in september 2023 and was next due in september 2024. This broken part is difficult to see and easy for end-users to miss, posing a substantial risk to patients.